Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my coils were embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("my coils were embedded in my uterus"). The patient was treated with surgery (underwent surgery). Essure treatment was not changed. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: after surgery her doctor didn't find the coils. Concerning the injuries reported in this case, the following one/ones were reported via social media: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my coils were embedded in my uterus') and abortion spontaneous ('5 months preggo and he didn't make it') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and device expulsion ("my coils were embedded in my uterus") and was found to have a pregnancy with contraceptive device ("5 months preggo"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the embedded device, abortion spontaneous, pregnancy with contraceptive device and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: coils were in place. After surgery her doctor didn't find the coils. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("my coils were embedded in my uterus") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("my coils were embedded in my uterus") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("5 months preggo"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the embedded device, pregnancy with contraceptive device, device expulsion and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: coils were in place. After surgery her doctor didn't find the coils. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my coils were embedded in my uterus') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("my coils were embedded in my uterus") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("5 months preggo"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the embedded device, pregnancy with contraceptive device, device expulsion and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: coils were in place. After surgery her doctor didn't find the coils. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4), all source document, references transferred from this case to case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my coils were embedded in my uterus') and abortion spontaneous ('5 months preggo and he didn't make it') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and device expulsion ("my coils were embedded in my uterus") and was found to have a pregnancy with contraceptive device ("5 months preggo"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the embedded device, abortion spontaneous, pregnancy with contraceptive device and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: coils were in place. After surgery her doctor didn't find the coils. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case: (B)(4) has been transferred to this case including reference numbers. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my coils were embedded in my uterus'), abortion spontaneous ('5 months pregnant and he didn't make it') and pregnancy with contraceptive device ('5 months pregnant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and device expulsion ("my coils were embedded in my uterus") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent surgery). At the time of the report, the embedded device, abortion spontaneous, pregnancy with contraceptive device and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: coils were in place. After surgery her doctor didn't find the coils. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New event added- pregnancy with contraceptive device, abortion spontaneous and device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my coils were embedded in my uterus') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("my coils were embedded in my uterus") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("5 months preggo"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the embedded device, pregnancy with contraceptive device, device expulsion and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: coils were in place. After surgery her doctor didn't find the coils. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: anxiety were added. Event: spontaneous abortion were deleted. Pregnancy outcome were updated from spontaneous abortion to live birth , child not healthy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my coils were embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("my coils were embedded in my uterus"). The patient was treated with surgery (underwent surgery). Essure treatment was not changed. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: after surgery her doctor didn't find the coils. Concerning the injuries reported in this case, the following one/ones were reported via social media: embedded device, device expulsion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.